Event description:
Procedure: impella assisted pci. Impella was turned off and removed from heart. Upon trying to remove impella completely, impella became lodged and stuck in sheath. Patient had received angiomax during procedure. Unable to advance or remove impella despite multiple attempts. Fluoroscopy showed impella stuck in sheath and not moving. Unable to use manta closure device due to being unable to access sheath for wire insertion. Decision was made by physician to remove entire sheath with impella device inside and hold manual pressure and then apply femstop device. Femstop was applied under patient hips at proper position by the 2 rns in the room. Sheath with impella stuck inside was then removed and manual pressure was held by doctor and then by tech, rt. Impella device inspected upon removal and was still lodged in sheath intact, however further manipulation outside the body caused impella to come apart. It did not come apart inside the patient.